Manufacturer narrative:
The actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of the first photograph shows that the product wet and without blood (rinsed free) contact, however, is connected to the blood port. No damage or an external leak is visible on this photo. Only an isolated fiber attached to the housing is visible. This appearance is normal and can occur when the bundle gets wet during treatment. The product barcode and a part of the product label is also visible. Photo two shows only the product label with the lot information. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from a crack in the polyflux 140h set during hemodialysis therapy. Therapy was ¿immediately stopped¿. There was no report of patient injury or medical intervention associated with this event.